Event description:
It was reported that when the devices were used during a laparoscopic hernia, the devices were broken (no details from affiliate). Another device was used to complete the case. There was no consequence to the pt.